Event description:
It was reported that during pre-use inspection for a case, a communication error occurred when the deflectable videoscope was connected to the video system center. The deflectable videoscope was replaced with another deflectable videoscope, but the same communication error occurred, so the doctor replaced it with a third deflectable videoscope and completed the procedure. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the device evaluation and the legal manufacturer's final investigation. Additional information added to the following fields: h3, h4, h6. The device was returned to olympus for evaluation and the customer's reported issue was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined as the reported issue was not duplicated. However, it is likely this may have been a temporary error that occurred due to bad contact from mechanical stress such as breakage of the charge coupled device (ccd) components or cable caused by repeated use or excessive angulation. The event can be detected by following the instructions for use (IFU) which state: operation manual chapter 3 "preparation and inspection". Olympus will continue to monitor field performance for this device.